Event description:
It was reported that during routine follow up for an inflatable penile prosthesis (ipp), it was noted that the device had inflation issues. The patient underwent a surgical procedure in which the pump was explanted and replaced. There were no patient complications.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the functional testing of the pump identified the component did not perform within specification, as it required more than 8 lbs of force to activate; therefore, the reported allegations were confirmed. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the pump did not identify any leaks in the component. The deflation ball was slightly misaligned. Functional testing of the device identified that the component required more than 8 lbs of force to activate. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during routine follow up for an inflatable penile prosthesis (ipp), it was noted that the device had inflation issues. The patient underwent a surgical procedure in which the pump was explanted and replaced. There were no patient complications.